Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm audible failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they found the speaker failure error code on the device during the power-on self-test (post). The ohms at the speaker were out of tolerance with recommended specifications, so the rse advised the customer to replace the primary speaker assembly and provided the part information. In a good faith effort (gfe) response from the customer received on 18oct2023, it was confirmed that the customer had received a replacement speaker assembly and installed it. The defective speaker was discarded by the customer following the repair. The customer stated that they tested the device prior to returning it back to the department and everything was within specification. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.